Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds two weeks after it was implanted. Little slack on the lead was also noted. The patient returned for follow-up approximately four weeks later and the lead was noted to have dislodged. The lead as repositioned and remains in use. The patient is a participant in the attain stability quad clinical study. No patient complications have been reported as a result of this event.